Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which all components were removed and replaced. There were no patient complications.